Event description:
I had shattered my calcaneus on (B)(6) 2011 and had many complications after titanium screws and plate were used to reconstruct it. These problem concluded with the removal of the hardware due to allergic reaction, that caused a bone infection. I had been on crutches for four months when the original rubber tip that came with them wore out. I purchased carex brand crutch tips thinking nothing of it, went on using the crutches as normal. On (B)(6) 2011, I got my cast off in (B)(6) at dr (B)(6) and proceeded back to my home town of the (B)(6). When I got back to my town, dr (B)(6) had ordered blood work, so my mother took me to hosp to get labs. As I entered (B)(6) (not even two steps into the bldg) my crutch came out from under me. The carex tip that had been put on to replace the original had blown out the bottom portion, exposing a plastic cap that slid on the tiled floor. This defective product resulted in the fracturing of my tibia-ankle not even an hour after getting my cast off. This brought my recovery to a screeching halt for at least three weeks. Have not begun physical therapy yet, due to fall because of product failure. Dates of use: (B)(6) 2011 - (B)(6) 2011.